Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of the nc emerge balloon catheter. The shafts, tip, balloon, and markerbands were microscopically and visually examined. There was contrast in the inflation lumen and blood in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed that there was a 3cm longitudinal tear in the distal end of the balloon. The balloon and markerbands were microscopically examined and there were no damage or irregularities to the markerband to have caused the longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous coronary intervention. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous coronary intervention. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.